Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no reported impact on the customer¿s blood glucose level, and the caller declined to provide specific information about any potential impact. The customer was informed that the pump reset one of its microprocessors during a routine system check to ensure performance, which is a safety feature. After receiving information about manual procedures following a reset, the customer successfully resumed insulin use.